Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2013. The heartmate ii lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient was hospitalized for endoscopy and colonoscopy. The hospitalization was not related to the device or its operation. The device was working well despite continued low voltage alarms (reported in manufacturer report number 2916596-2021-00368). The patient was at home and asymptomatic as of (B)(6) 2021. Active bleeding was not evident on the colonoscopy or endoscopy. The patient presented with symptoms of anemia which was evidenced in clinical laboratories. The endoscopy results were within normal limits. The colonoscopy showed internal hemorrhoids grade 1 without complication. The rest of the colonoscopy was without evidence of injury.